Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Event problem and evaluation: on 3-nov-2015, a medtronic representative went to the site to test the equipment. The reported issue could not be replicated. The imaging system passed the system checkout and was functioning as intended. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that after the initial navigated spin for a spinal fusion procedure, the imaging system's pendant suddenly went into initializing, please wait status, and the motion controller would not initialize. During trouble-shooting, re-booting the system twice did not resolve the issue. The system went into "system booting, please wait status. The manual door override procedure was implemented to disengage the clutch, allowing the system to be removed from the room. There was a reported 45-minute delay to the procedure due to this issue. The surgeon did not need further imaging to complete the procedure. There was no impact on patient outcome.